Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line. The user's blood glucose (bg) level was 246 mg/dl. The bg level was addressed with a bolus. Reportedly, the contact would prime the tubing to remove air bubbles.